Event description:
Hcp returned device to MFR for analysis post explant. Reason for return was given as 'rotor stall." Despite repreated requests for info regarding pt status during this event - no calls were returned of any info provided.